Event description:
Information received indicates the brake caster wheel will lock and hold in brake, but would continue to rotate (swivel) if pushed from the side.

Manufacturer narrative:
The technician replaced the caster to repair the stretcher.